Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on the communication bus, due to the transceiver tx signal lights on all drawers blinking rapidly when connected to the med aux. A field service engineer proceeded to disconnect the hd and all drawers from the med aux. Subsequently, each drawer was connected individually, with a reboot performed after each connection. The transceiver tx signal now flashed normally, and all drawers were successfully re-detected during the hta, thereby resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, preventing users from accessing medication for patients. The customer reported that users were unable to dispense any medications, which led to a delay in dispensing medication to patients and there was no patient harm. There were no adverse events or injuries reported based on this event.